Event description:
Baxter (B)(4) received a report that an infusor leaked. The device was filled with a solution consisting of 72 mg doxorubicin and 2.4 mg vincristine sulphate in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample, containing approximately 40 ml of red fluid in the reservoir, for evaluation. The reported condition of a leak was confirmed. A leak test was performed on the unit by filling the reservoir with red-colored water. Visual examination of the unit determined the location of the leak was noted at the welded area of the volume indicator port. The definitive root cause was not determined; however, two possible root causes were identified. The first possible root cause was an equipment setting malfunction (ultrasonic weld) and the second was the duckbill valve not being seated properly at the time of welding. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.